Event description:
It was reported to philips that the ac module for the device was possibly defective and required replacement. There was no reported patient or user involvement and no adverse patient/user impact.